Manufacturer narrative:
Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Patient demographics unable to be obtained. The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. For lot number: 65807157 manufacturing date: 19 june 2024, expiration date: 19 june 2026. For lot number: 66894451 manufacturing date: 31 july 2025, expiration date: 31 july 2027.

Event description:
As reported, during use this swan ganz catheter, after balloon check and priming the device successfully, this swan ganz catheter detached approximately 10-20 cm from the tip following pull-back maneuvers attempted to advance it into de pulmonary artery. The detached part was removed by ir guidance. There was no embolization into intracardiac structures and the patient remained clinically and biochemically stable throughout. There was no allegation of patient injury.